Manufacturer narrative:
On 28-oct-2022, the product investigation was completed based on the returned device and photographs of the complaint device. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, foreign material was observed on the handle of the soundstar eco ge 8f catheter, no other damages or anomalies were observed on the photo provided. Visual analysis revealed no damage or anomalies on the device. White fibbers can be observed in the picture provided by the customer; however, the device was returned without foreign material. A manufacturing record evaluation was performed for the finished device g9259700 number, and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The lab also received a photograph of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter. There was foreign material on the handle. It was reported that when opening the soundstar catheter it was found to have foreign material on the handle. The catheter was replaced, and the procedure was continued. No patient consequences were reported. The issue was noticed before use. The catheter will be sent but the packaging and the labels were thrown away at the time of report. A photo is attached. The foreign material was small, thin, white material. The device was not used on the patient. Foreign material inside the packaging is MDR-reportable.